Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that they were experiencing high blood glucose level and infusion set with bent cannula. Blood glucose level at the time of the incident was 500 mg/dl. Customer's daughter stated they were going back to the hospital but did not mention how the high blood glucose was treated. Customer was assisted with insertion techniques to avoid infusion set issues. Customer declined to troubleshoot for high readings and did not provide hospitalization details. The insulin pump will be returned for analysis.

Manufacturer narrative:
Additional information of the hospitalization details on insulin pump has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
Customer reported that they did not recall being hospitalized on the dates the issues were reported.